Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.1 failed to unlock due to a malfunction in the closing mechanism. During recovery attempts, the drawer did not click or unlock, causing the system to incorrectly register the drawer as open. The device prompted inventory recovery steps; however, the drawer required manual force to be pushed in for the system to recognize it as closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that no fault was present and the device was functioning properly. A field service engineer diagnosed the drawer using hta and observed no issues; the customer also performed multiple tests with no failures reported. Customer confirmed normal operation and requested closure. The system functioned as intended after the field service engineer investigate the device.